Manufacturer narrative:
Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: cutaneous contour deformity/anisomastia . (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 550cc mentor memorygel breast implants experienced spontaneous left sided rupture with capsular contracture post procedure. Additionally, bilateral breast deformity with nipple hypertrophy was noted. The rupture was confirmed through magnetic resonance imaging. As a result, explant and replacement with 550cc mentor menmorygel implants was performed on (B)(6) 2020. The left sided rupture was reported initially under 1645337-2020-10534 on (B)(6) 2020. On november 18, 2020 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.